Event description:
Customer reported receiving a motor error alarm on the insulin pump during prime. Customer does not use the sensor feature and was unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 400 mg/dl and has treated with a bolus. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.